Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 49-50mm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and six months post index procedure, the endurant stent graft had a proximal type I endoleak. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was reported that a 36/36/49 endurant aortic cuff was additionally implanted to the proximal end of the endurant bifurcated stent graft just below right renal artery and the endurant cuff was fenestrated (prior to insertion of the device into the patient) to the left ra side to secure blood flow into the ra. After implantation of 36x36x49 endurant there was still a type ia endoleak with continuous filling of the abdominal aortic aneurysm. Then, other manufacturer¿s 36 mm aortic cuff was added just below left ra. After implantation of other manufacturer¿s aortic excluder cuff, the type ia endoleak still remained. The physician commented that the type ia endoleak seemed to be slightly reduced. The physician did not state the cause of either event. The physician will monitor the patient.